Event description:
Pt with 7227 cx defibrillator with medtronic sprint lead (model 6943-65) placed in 1998, the pt had the present lead placed at that time). The pt detected an audible alarm from the pt's defibrillator 7/26/1999 indicating excessive lead impedance, with electrical artifact noted, suggestive of lead fracture. The lead was removed and replaced with a new one in 1999 without problem.